Event description:
It was reported that this left ventricular (lv) lead pulled back into the atrium. A lead revision was performed and the lead was surgically repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead pulled back into the atrium. A lead revision was performed and the lead was surgically repositioned. No additional adverse patient effects were reported. Additional information indicated that the dislodgement was confirmed through x-ray.